Manufacturer narrative:
Date sent: 09/28/2007. Instrument a: antibackup failure, malformed clip. Instrument b: broken cam. Instrument c: empty. Evaluation summary: the analysis results for the el5ml instrument (a) found that it was returned in good visual condition. The instrument was cycled and the advancer bypassed the clip causing a pear shaped clip, fed one malformed clip due to the an anti-backup failure, and fed and formed 3 conforming clips. However, no jamming issues were noted during analysis. The analysis results for the el5ml device (b) found that it was returned with the jaws disengaged from the cam due to the cam being broken. The device was cycled and ejected the remaining clips due to the cam condition. The device locked out as intended but the orange indicator was beyond its intended position. No jamming issues were noted during analysis. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The analysis result for the el5ml instrument (c) found that it was returned empty and with the lock out mechanism fired through. The instrument is designed to lockout when all the clips have been fired. However, it was noted that the orange indicator was beyond its intended position due to the lockout mechanism being fired through. No testing could be performed as the instrument was returned empty. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap cholecystectomy procedure, the devices were fired and then they jammed. They got another one and the same thing occurred. They finally got a new one that worked properly to complete the procedure. There was no patient consequence.